Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device evaluation was completed. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; the results were satisfactory. Additional priming was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking out of one of the ports. This was identified during an outpatient IV (intravenous) fluid infusion with antibiotic. The customer reported that the tubing set leaked approximately 5 ml of fluid onto the floor and 50 ml was infused into the patient. It was further stated that, the port was not accessed or interacted with during the course of setting up the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.